Manufacturer narrative:
The reported event of lead dislodgement and failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The full helix extension length was measured within product specification. Electrical testing did not find conductor fractures or internal shorts. Visual and x-ray examinations found no anomalies.

Event description:
It was reported that the patient presented to the clinic with no capture on the right ventricular (rv) lead. A chest x-ray revealed that the rv lead had pulled back. The rv lead was explanted. There were no adverse health consequences, the patient was in stable condition.